Manufacturer narrative:
D4 unique identifier (UDI) for reservoir: (B)(4). D4 unique identifier (UDI) for pump: (B)(4).

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a hole in the left cylinder was found. The pump and left cylinder were explanted and replaced. No patient complications were reported.

Manufacturer narrative:
D4 unique identifier (UDI) for reservoir: (B)(4). D4 unique identifier (UDI) for pump:(B)(4). Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The first cylinder was microscopically inspected and showed wear at the fold in both the proximal end and the middle section, yet it successfully passed the leakage test. Finally, momentary squeeze (ms) pump passed visual inspection, leak and functional tests. Based on the information available and analysis results a clear probable cause for the event cannot be established.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a hole in the left cylinder was found. The pump and left cylinder were explanted and replaced. No patient complications were reported.